Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an error message "system initialization failure" f001. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
(B)(4). (B)(4). Non-functional lockout the analysis results found that the er320 device was received in good visual condition. Upon cycling the device, it was noted to be empty. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.additionally, the lockout mechanism was found to be non-functional; however, this finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on the device locked on the cystic duct at the sixth clip. The device was pulled from the tissue with no tissue damage or patient consequence. Another device was used to complete the procedure. No adverse consequences reported.